Event description:
It was reported that the patient had an infection. The patient reports implant site was hurting and had puss at implant site on (B)(6). The doctor gave the patient antibiotics. The patient went to doctor the day of call and doctor told patient implant site was looking better and gave patient more antibiotics she was not feeling stimulation . She was getting therapy benefit since implant. The healthcare provider later reported that they did not test for meningitis. A culture was obtained from the device pocket which was pseudomonas. The patient outcome was noted as ongoing. On (B)(6) 2015 the infection was appeared to be resolved. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0q3td, implanted: (B)(6) 2015, product type: lead. (B)(4).